Event description:
Physician was going to use the filshie clips to perform a bilateral tubal ligation. One of filshie clips would not clasp. Physician had to instead perform a standard bilateral tubal ligation using sutures.